Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and prolapse are listed in the xience sierra electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the patient came in with angina and was treated with two xience sierra stents (2.75x33, 2.75x38) in the left anterior descending (lad) coronary artery. After post dilatation of the lad, the diagonal artery side branch became occluded presumably due to plaque shifting and a myocardial infarction with chest pain occurred. A bolus of aggrastat medication was given. The chest pain resolved and the patient was discharged on (B)(6) 2019. No additional information was provided.